Manufacturer narrative:
B4:03aug2021. The u front bezel assembly was returned for failure investigation. The navigation ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navigation ring) matrix that caused the navigation ring to not function.

Event description:
The customer reported by a hospital me that it was impossible to modify the set value(s) displayed on the screen with the navigation ring and the set value(s) on the screen changed on its own when pre-use checking was being performed. The customer contacted product support and reported that the unit kept operating when the issue above was confirmed. With the me present, our sales rep confirmed the reported issue. The customer reported that the unit was not in use on a patient. The issue was discovered during checking by the medical engineer. The service technician confirmed that the navigation ring was unresponsive and replaced front bezel. Then the issue was resolved. No other abnormality was confirmed.